Event description:
Caller reports lancet protrudes beyond the end cap of the softclix device. No adverse event reported. Customer did not provide the lot number of the device. Requested return of suspect device and replacement was sent.